Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Based on the returned photo, the actuator was detached from the catheter adapter. Based on the verbatim ¿when she pulled back to safety the needle, a white piece of the catheter flew off, and the blood control mechanism did not work¿, the defect happened when the user was withdrawing the needle unit to safety the device. The assembly process was reviewed. The blood control components (septum, actuator and spring) were first assembled into the catheter adapter, then the adapter was set together with the needle unit. After the blood control components assembly station, there was a 100% inline vision inspection system to detect and reject parts with spring to actuator distance out of specification (refer to figure 1 in attachment b). If the actuator was not assembled properly with the spring, it would have been rejected at this station. Additionally, during the set together process, the catheter adapter was moved downwards to set together with the needle unit in an upside-down position, with the adapter opening facing downwards (refer to figure 2 in attachment b). So, if the actuator was loose in the catheter unit, it would have most likely fallen out during the set together process and rejected by the subsequent blood control vision inspection system which could reject parts with missing blood control components (refer to figure 3 in attachment b). Hence, since the actuator only detached upon safety activation but not missing upon receipt, this defect was unlikely caused by the assembly process. Figure 1: spring to actuator distance vision - left: good part passed; right: simulated sample with missing actuator failed. Figure 2: catheter unit moved downwards to set together with needle unit, in an upside-down position (with adapter opening facing downwards). Figure 3: blood control components vision - left: good part passed; right: simulated sample with missing actuator failed. Hence, it was suspected that the actuator rib which interfaced with the spring might be damaged, which resulted in a weakened interference fit with the spring. This caused the actuator detached from the spring upon the application of the withdrawal force. As the actual sample was not returned for evaluation on the actuator, actual root cause could not be established. This is most likely an isolated case as this is the first complaint reported for detached actuator for this batch. The complaint trend and occurrence of this defect will be monitored. As current controls, there are in-process 2-hourly inspection on the actuator to spring gap and daily outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve. Proposed action plan: 1 conduct complaint awareness training and communication to all cathena line 2 production technicians (pts), to monitor the occurrence of the detached actuator defect. (Assigned to (B)(6), target completion date : 05 apr 2024). Effectiveness check plan: 1. After communication, interview 3 cathena line 2 pts from different shifts randomly over a period of 1 month to check understanding of monitoring the occurrence of the detached actuator defect. (Acceptance criteria = zero failure) (assigned to (B)(6), target completion date : 05 may 2024).

Event description:
Material#: 386862 , batch#: 3238188. It was reported by the customer that she got flash, threaded off the catheter. When she pulled back to safety the needle, a white piece of the catheter flew off, and the blood control mechanism did not work. This caused blood to splatter on the patient and clinician. Verbatim: when the nurse started the IV, she got flash, threaded off the catheter. When she pulled back to safety the needle, a white piece of the catheter flew off, and the blood control mechanism did not work. This caused blood to splatter on the patient and clinician. In the picture, you can see a white piece that is apart from the catheter. This is the piece that flew off. They have experienced some blood control mechanisms not working as well on other cathenas. Comments on 03/jan: 1. Any sample available for investigation? No. 2. Did the event involve an urgent/life threatening medical situation? No. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. Unknown. 4. Please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical condition. Unknown . Comments on 08/01/2024: 1. What the impact was to the healthcare provider and patient. Blood everywhere, floor, clothing. 2. Where did the blood leak? Insert site, right hand. 3. Any additional testing done to blood exposure? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc catheter broke/ separated after placement. It was reported by the customer that she got flash, threaded off the catheter. When she pulled back to safety the needle, a white piece of the catheter flew off, and the blood control mechanism did not work. This caused blood to splatter on the patient and clinician. Verbatim: when the nurse started the IV, she got flash, threaded off the catheter. When she pulled back to safety the needle, a white piece of the catheter flew off, and the blood control mechanism did not work. This caused blood to splatter on the patient and clinician. In the picture, you can see a white piece that is apart from the catheter. This is the piece that flew off. They have experienced some blood control mechanisms not working as well on other cathenas.